Manufacturer narrative:
The settings defaulted when the unit restarted back up. The device was evaluated and tested, and the reported issue was unable to be duplicated. It was confirmed in the event logs that error codes 1101 and 3007 occurred. Per the v60 service manual, error 1101 indicates that the ventilator restarted due to anomalies detected during operation. This could include invalid or corrupted information, unanticipated situations, or object allocation errors. The customer was informed that if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit restarted by itself. It was confirmed that the settings were default when the unit restarted back up. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.